Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were having issues charging their implant and the issue began 10 days ago. Patient stated they tried 5 times over the last 7 days to charge the implant and they wouldn't have bought the implant if they had known it was so hard to charge. Patient would keep getting looking for device. During the call agent reviewed with patient that agent would collect serial numbers then inspect/clean the connector pins on their equipment. Agent instructed patient to remove the battery pack but patient mentioned they were 85 years old and did not want to mess with it then disconnected the call. No symptoms were reported.